Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the implantable cardioverter defibrillator exhibited an automatic mode switch episode. Also, over-sensing on the atrial channel caused by myopotential signals was noted. Programming changes were discussed. No interventions made at this time. There were no consequences to the patient.